Event description:
The customer reported having a no delivery alarm during a bolus. Troubleshooting was performed. Advised the caller to remove the infusion set from her body and to run a fixed prime test. The caller states that the insulin exited. Then the mother called and stated that it took 19.0 units to fill the tubing, and exited only one drop of insulin. The mother stated that the infusion set was changed and a fixed prime was performed again, but the problem recurred. Instructed the mother to remove the reservoir and found moisture in the reservoir compartment. The mother stated that there was less insulin in the reservoir. Advised the caller to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.